Event description:
It was reported that the sys froze with "camera image receptor error" and communication problems. (Lock up) there is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the frame grabber board. This sys operates as intended.